Event description:
Pt was receiving an infusion of proclamine using a sigma model 8000 infusion pump at a rate of 125 ml/hr the same pump had been used for the preceding 15 hours. At 3:20 pm pn 4/4/2000, a new 500 ml bag was hung and the pump was restarted. It was reported to have been found to free-flow. A second pump was used and was found to be operating correctly. Pt's infusion was continued on the second pump at a lower rate to prevent overloading.